Manufacturer narrative:
No pt injury reported. A gambro technical services (gts) field rep performed saline run. Heparin pump delivered one ml in one hour as set by the service tech and screen was updated correctly. No problem was found. He was unable to duplicate the reported condition. No corrective action was taken.